Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the screen blanks out. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The unit failed visual inspection. The cable of the bottom speaker was found damaged. The unit was able to obtain readings and was found to visually and audibly alarm during alarm conditions. The customer complaint regarding the screen blanking out was not confirmed. Further review noted as a secondary failure the device could only remain on battery power for four (4) hours before shutting down. A service history record review reveals this unit was in the field for over two (2) years with no previous reported issues related to this reported event.